Event description:
Customer's husband called to report the audible tones were no longer functioning. Troubleshooting was performed and the pump passed the tone test. Customer's husband insisted however, that there were no audible tones when the pump would alarm.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.